Event description:
Over the last 12 mos hosp's med engineering dept has observed approx 20 incidents involving overheating of the battery on the pc2-tx gemini infusion pump. Upon opening the pump, the battery has been noted to be warped or mishapen. In each case, the battery was the original battery purchased with the pump. The pumps were purchased in 1995 and were at least 18 mos old when the incidents were first noted. No info is provided by the MFR regarding recommended time to replace batteries or to perform preventive maintenance. Approx 150 pumps are affected.